Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) inspected the station and found drawer 4 not detected on the bus. The back panel was removed, and no lights were observed on the module controller, though all cables and connections were secure. The station was rebooted with no improvement, so the failed module controller and older style drawer controller were replaced. The drawer was repaired and tested successfully in hardware test application. The escort then configured the drawer in the pyxis application and completed inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.